Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the implantable cardioverter defibrillator (ICD) had caused pacemaker mediated tachycardia. The ICD was explanted and replaced. Patient condition was stable pre, during and post procedure.

Manufacturer narrative:
The reported field event of pacing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, longevity assessment, and high voltage (hv) output functions of the device were normal with no anomalies found.